Manufacturer narrative:
Device analysis: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that the balloon burst. A ranger dcb otw 7.0 mm x 100 mm, 135 cm was selected for use in the percutaneous transluminal angioplasty procedure. The target lesion was located in the superficial femoral artery (sfa) and was reported to be 90% stenosed with serious calcification. The target lesion was pre-dilated prior to ranger use. When the physician attempted to inflate the ranger for the first time, the balloon burst prior to being inflated to the nominal bar. The ranger device was exchanged for another ranger to complete the procedure. The patient was reported to be stable following the procedure.